Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an inappropriate shock was delivered from the device system. Intermittent noise was observed on this right ventricular (rv) lead. An invasive revision procedure was performed and the rv lead was found to be fractured. During the lead extraction, the lead was completely destroyed and would not be returned to allow for reliability analysis. No adverse patient effects were reported during the procedure.